Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient went to the hospital on (B)(6) 2020 because she had a seizure. She stated that "nothing has been found." She had an MRI of her head on (B)(6) 2020 and stated since then she had not been getting pain relief and was not sure that the pump was working correctly. She didn't have the pump checked after the MRI. She did confirm that she was able to use her personal therapy manager (ptm) and gets a checkmark indicating a successful bolus, but she did not feel relief. She was redirected to contact her doctor. No further complications were reported.